Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination assessed as adhesive failure. Additional observations: creases are observed. Wear abrasion is observed. White particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.